Event description:
A review of an article was conducted which described a study that was intended to describe the author's initial interpretation of their experiences, in a single center, with robotic ileocecal resection (ricr) and intra-corporeal anastomosis (ica) in children with crohn's disease (cd). The study retrospectively analyzed six patients undergoing ricr with ica between august 2015 to april 2016 and from december 2020 to july 2022. A 16-year-old female, weight of 40 kg, had a severe complication (clavien¿dindo iiib) of an anastomotic dehiscence 12 days after the operation. The patient was re-admitted to another hospital and required an open re-operation with ileostomy fashioning. The patient had a pre-operative diffuse peritoneal inflammation, with a fluid collection of 38 mm close to the terminal ileum, associated with a debilitated health status (bmi 16.7). No intraoperative complications or conversions were reported. No device malfunctions were reported, and the authors did not attribute any events to a da vinci device. The study authors concluded that ricr is a safe and feasible approach in pediatric patients with cd of the terminal ileum. It offers advantages over other approaches for the precision of the suture thus avoiding extracorporeal anastomosis. Multiple requests for additional information from the designated author were made; no response has been received.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: wong, m.c.y., rotondi, g., avanzini, s. Et al. Laparoscopic robotic-assisted ileo-caecal resection with intracorporeal anastomosis in children with crohn disease: initial experience of a paediatric center and surgical feasibility. Pediatr surg int 41, 68 (2025). Https://doi.org/10.1007/s00383-024-05961-0. Section b3: there is insufficient information regarding the procedure date; therefore, the article publish date was used. Section d4: there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported. Section e1: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the reporter. Additional patient information: patient body mass index (bmi) - 16.7 kg/m2.